Event description:
It is reported that the patient who was implanted with a tm patella on (B)(6) 2014 is experiencing pain. The patient has not been revised as of the notification of this report.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.